Manufacturer narrative:
Correction: section h4 device manufacture date: in initial report, the manufacturer date provided was inadvertently reported as nov 19, 2015, however the correct date is dec 7, 2015. Section h3 device evaluated by manufacturer: yes. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b, and a4: unknown/ asked but not available. Section a6: race: indian. Section d4: expiration date - unknown/not provided. Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section e1: initial reporter: telephone number- (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had laser surgery on (B)(6) 2024 and was diagnosed on (B)(6) 2024 with stage 4 diffuse lamellar keratitis (dlk). The affected eye is right eye which is amblyopic. The patient's pre-op vision was 6/18 vision and post-op vision was 6/60.there was no patient injury. The patient was prescribed with local steroids and a wash was performed. No further information is available.